Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 04/08/2011 by fax and mail. A completed questionaire was received on (B)(4) 2011. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A surgeon reported a pt with residual astigmatism following intraocular lens (iol) implant surgery. In a f/u, the surgeon indicated that the "astigmatism correcting power of the iol was too high though predicted to be right, results in excess, flipped axis". The iol was exchanged for a different model, same power iol; and the event resolved with the pt's vision at 20/20 one day post-exchange. It was indicated that an unapproved viscoelastic was used.